Manufacturer narrative:
H6: investigation summary one video sample were received by our quality team for evaluation. Upon visual inspection of the video, leakage from the injection port due to a moved valve was observed when flushing from the cannula hub. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to a valve issue. CAPA 1379444 has been initiated. DHR reviewed was performed on batch# 0036001 ¿ this batch was built with va41 in (B)(6)2020. ¿ machine history record was reviewed. No abnormality was observed. ¿ cannula hub batch # 0021321 and #0008224 (material no: 8607877) were reviewed. No qn was raised. ¿ tube silicone batch # 11092702 (material no: 8612315) was reviewed. No qn was raised. ¿ no similar qn was raised on batch# 0036001 (catalog no: 393227). ¿ no similar qn was raised for the past 12 months on the reported defect. H3 other text : see h10

Event description:
It was reported that the venflon pro safety 18ga 1.3mm od 45mm l experienced leakage. The following information was provided by the initial reporter: leakage from the injection port.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the venflon pro safety 18ga 1.3mm od 45mm l experienced leakage. The following information was provided by the initial reporter: leakage from the injection port.